Manufacturer narrative:
(B)(4) follow up emdr for manufacture investigation. One photo was received for evaluation. The customer provided photograph confirmed the reported failure mode (catheter tip broke). However, analysis of the photo was not able to identify a root cause for the observed failure mode. The lot number was unknown on this complaint, therefore we are unable to perform a device history record review. The complaint investigation was able to confirm the reported failure mode; however, no contributing factors were able to be identified as no sample was provided and the broken catheter is a supplied part. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. Since the investigation was not able to identify a probable root cause based on the complaint results, no corrective and/or preventive actions are recommended at this time. However, a supplier quality notification will be issued to merritt and future occurrences will be tracked and trending as a part of our qda system.

Event description:
Thoracentesis for pleural effusion. Indication: pleural effusion. Complications: the catheter tip broke off and remained in the pleural space. The rest of the catheter was given to the pts nurse. Procedure: the pt was placed in the right lateral recumbent position and the appropriate landmarks were identified. The skin over the puncture site in the left posterior chest wall was prepped with chlorhexidine. Local anesthesia was obtained by infiltration using 1% lidocaine without epinephrine. A catheter was then advanced into the pleural space over a needle and the needle was withdrawn. Pleural fluid was returned which was serous. A total volume of 700 cc was withdrawn which was sent to the lab for cell count and differential, ph, glucose, total protein, ldh, gram stain and culture and cytology. The catheter was then withdrawn and a sterile dressing was placed over the site. A post procedure film showed a decrease in the size of the effusion. The pt tolerated the procedure poorly. Immediately after ending the procedure, the pt had a vagal response, became bradycardic, and apneic transiently for about 30 seconds.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available (B)(4). Device evaluated by MFR: photos provided, but not evaluated at this time.

Event description:
Thoracentesis for pleural effusion. Indication: pleural effusion. Complications: the catheter tip broke off and remained in the pleural space. The rest of the catheter was given to the pts nurse. Procedure: the pt was placed in the right lateral recumbent position and the appropriate landmarks were identified. The skin over the puncture site in the left posterior chest wall was prepped with chlorhexidine. Local anesthesia was obtained by infiltration using 1% lidocaine without epinephrine. A catheter was then advanced into the pleural space over a needle and the needle was withdrawn. Pleural fluid was returned which was serous. A total volume of 700 cc was withdrawn which was sent to the lab for cell count and differential, ph, glucose, total protein, ldh, gram stain and culture and cytology. The catheter was then withdrawn and a sterile dressing was placed over the site. A post procedure film showed a decrease in the size of the effusion. The pt tolerated the procedure poorly. Immediately after ending the procedure, the pt had a vagal response, became bradycardic, and apneic transiently for about 30 seconds.